Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The customer reported that drawer 1 would not open and required maintenance. Troubleshooting steps, including rebooting the system, were performed; however, the issue persisted, preventing access to the drawer. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed to open and required maintenance. A field service engineer reseated the ribbon cable as it was slightly unplugged and had the customer test and inventory the drawer to confirm it was functioning correctly. The system functioned as intended after the field service engineer repaired the device.